Event description:
It was reported that the case involved a complex lesion at a bifurcation (lad/diagonal), and the lad was calcified. The pilot guide wire was used in the diagonal and another company's guide wire was used in the lad. The lad was stented, after pre-dilatation, with a cypher stent. The diagonal was ballooned, but it was not stented. The case was completed and the pt was in the holding area, when the patient began to vomit and their pressure dropped; however, the EKG was normal. The patient was taken back to the lab and an echo was done, which showed staining in the apex. The pilot guide wire was believed to have caused a micro perforation, as it looked like it was in the diagonal. Tamponade occurred and percardiocentesis was performed removing 900 cc of fluid. The patient then became stable. No add'l info was available.